Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believes that the pump battery is charging slowly. The customer stated the pump would be charging for hours and the battery gauge would not reach 100%. The customer's blood glucose (bg) level was impacted (313 mg/dl). A correction bolus was administered. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.